Event description:
There was one phase damaged conductor in the patient's driveline so the driveline fault alarms will be triggered intermittently.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect and subsequent pump stop event. A specific cause for the driveline disconnect cannot be conclusively determined through this evaluation. The submitted log file captured a driveline disconnect and subsequent pump stop event, which activated low speed advisories, low speed hazards, and low flow hazard alarms. The driveline was reconnected approximately 5 seconds later. The pump operated as expected, at or above the low speed limit prior to and after the driveline disconnect. No other notable events were active in the log file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device history record for the driveline assembly was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. The IFU instructs the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. The user is instructed to promptly reconnect it to resume pump operation. Additionally, the IFU provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Furthermore, the IFU and patient handbook outline all system controller alarms, including the driveline disconnected alarm, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR numbers #2916596-2022-15209, #2916596-2020-05441, #2916596-2020-04960. Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed low speed and pump stop events; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log file captured low speed and pump stop events while the patient was supported by battery power. Based on previous complaint experience, the low speed and pump stop events captured in the log file could be indicative of a potentially compromised driveline. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until they experienced further driveline related issues on 2023 (covered under MFR # 2916596-2023-06616). Sections 6 and 8 of the instructions for use (IFU), as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a review of the log files revealed a pump stop event on (B)(6) 2023 at 18:28 that appeared to have been the result of a manual driveline disconnect. The pump was off for approximately 5 seconds. The log file continued to capture driveline fault alarms throughout the event history. The log file also indicated that the patient did not connect the power module or mobile power unit (mpu) which suggested that the patient was sleeping on batteries. Related manufacturer's reference number: 2916596-2023-02828 (system controller).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.